Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge patient line separated after being pulled. Customer reverted to manual injections for insulin therapy. Customer's blood glucose was 80 mg/dl at the time of the report. Multiple attempts were made by tandem technical support to obtain additional information; however, additional information was not provided.